Event description:
The patient underwent an absorbable nasal implant procedure 2 years ago. In (B)(6) 2023 the patient presented with a 2 mm protusion of the implant from the patients nose. No medical intervention has been taken at this time. On (B)(6) 2024 additional information was received from the surgeon. The patient had a right max antrostomy with tissue removal, bilateral partial inferior turbinate resection and left latera implant; only one implant was placed. The surgeon also clarified that there is no protrusion, it is palpable under the skin measuring about 3mm. A kenalog injection was given to elliviate symptoms.

Manufacturer narrative:
Additional information: b5; f10; h6. The quality investigation is complete. H3 other text : device remains in the patient.

Manufacturer narrative:
H3 other text : device remains in the patient.

Event description:
The patient underwent an absorbable nasal implant procedure 2 years ago. In (B)(6) 2023 the patient presented with a 2 mm protusion of the implant from the patients nose. No medical intervention has been taken at this time. Additional information has been requested from the user facility.